Event description:
Boston scientific received information that during a device replacement procedure the right atrial (ra) lead setscrew on this new device was stuck. The physician backed the setscrew out completely and was unable to get it back in. The physician chose to implant another device. However, it was noted the scrub technician was able to reinsert the setscrew into the header and it functioned appropriately. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of this device identified damage to the ventricular ring seal plug. The device setscrews moved freely with no binding. Seal plug remnants were inside the threads of the connector block. The ventricular setscrew also had seal plug material attached. It appeared that the setscrew was removed from the device header and reinserted. The atrium tip setscrew slot indicated an anomaly of "tips to flat" damage which is caused from a skewed or not fully inserted wrench. The pacing and sensing functions of the device were verified per automated testing.